Event description:
The patient had a 6fr angio seal device placed post-cath lab procedure on right groin (B)(6). The patient was readmitted four days later for hematoma of the right groin. The patient required a repair of the right femoral artery for pseudoaneurysm and evacuation of right groin hematoma.